Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that per the patient's spouse the pump was implanted on a (B)(6), the infection happened on saturday and the pump was removed on (B)(6). The patient was looking for a physician to re-implant the pump. No further patient complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient had infection symptoms. The pump was removed due to infection on (B)(6)2016. The infection was located in the pocket. The infection was confirmed and the strain was unknown. After the infection was resolved the patient was having issues finding a doctor to put their pump back in. No further complications were anticipated/reported.